Event description:
A nurse reported that a patient who underwent trans epithelial photo refractive keratectomy (prk) in both eyes, experienced residual refractive error 1 month postoperatively. A retreatment was scheduled; however, the procedure was postponed for one month, due to changes in the refraction. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Results from the product history record review indicated the product met release criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).